Event description:
Related manufacturer reference number:2017865-2022-16631. Related manufacturer reference number:2017865-2022-16632 . It was reported that the patient presented with a pocket hematoma which then evolved into an infection. The entire system was explanted. The patient was stable before and after the procedure.